Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
After a case I discovered that the targeting arm for the t2 femoral nail was broken. A small piece between two targeting holes was chipped off which kept the instruments from locking onto the tissue protection sleeve. Rep reported that surgeon noticed it during surgey, but sales rep does not think that it broke off during the surgery. Per rep, no debris reported during surgery